Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 07/08/2021. The following information was requested, but unavailable: if in your possession, may we have a copy of your operative report? Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation? If so, please provide your surgeon¿s name, contact information and sign release of medical information form. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Product complaint # (B)(4). Date sent to the FDA: 07/08/2021. Corrected information: h6 clinical code. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4).   Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. If in your possession, may we have a copy of your operative report? Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation? If so, please provide your surgeon¿s name, contact information and sign release of medical information form.

Event description:
It was reported that a patient underwent a gynecological procedure on an unknown date in 2008 and the mesh was implanted. It was reported that the patient had trouble with the bladder since 2008 when the bladder sling was implanted. It was reported that the patient felt the need to urinate, but only a few drops of urine would release. It was also reported that blood was detected in the patient¿s urine on (B)(6) 2021. The doctor opined that the patient had a bladder or kidney infection, so an antibiotic was prescribed (macrobid 100mg; one every 12 hours for 7 days). It was further reported that there were times the patient could not urinate, so the bladder sling had to be cut and removed. It was reported that the doctor could not remove the entire bladder sling because some of the bladder sling grew inside the patient¿s body. It was also reported that the last time the patient had a bladder infection was in (B)(6) of 2020. Additional information has been requested.